Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was able to be confirmed using remotefe to see error c-34 occurring on (B)(6) 2025 at 10:02 am. Upon visual inspection the fuse box was damaged and the fuses were correctly placed. The erbe was tested using system, the erbe powered on to error c-54 consistently but c-34 could not be reproduced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] was showing an error c34. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the error was showing without any ports placed and was showing immediately when starting the erbe.